Manufacturer narrative:
Name - (B)(6) based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow blocked alarm event and infusion set cannula was kinked on (B)(6) 2026. The blockage was located at the site and patient noticed symptoms after three hours of insertion. The site of insertion was at the arm.